Event description:
It was reported that a stage 3 pressure ulcer was noted on patient's face upon device removal.

Manufacturer narrative:
Upon receipt of the initial complaint, several attempts were made to contact the user facility to determine the seriousness of the claimed injury. Contact was finally made in 2009. The use facility reported that the extent of the injury and resulting medical intervention were unknown. In addition the device lot number and the length of time the device was in use were unknown. No conclusion can be made at this time.